Event description:
The customer reported via phone call that he had 2 external ram error alarms, 2 unexpected restart alarms, and a software error alarm. Customer also needed assistance with programming. Customer was able to change his set and start use. Customer's blood glucose was under 200 mg/dl at the time of the incident. Customer stated that the pump was not stored or not in use for an extended period of time. The unexpected restart alarm was recurring during normal pump use. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer will not be using the pump but he has a 530 g pump that he will start using instead.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.